Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Outcomes attributed to adverse event: consumer called stating that they chipped a tooth while using a sonicare toothbrush. Date of event is approximate. The serial number of the toothbrush was not provided. Device manufacturing date not available due to toothbrush not being returned.

Event description:
Consumer called stating that they chipped a tooth while using a sonicare toothbrush.